Manufacturer narrative:
The complaint stated that the customer experienced low bgs and sought medical attention on (B)(6) 2023 and (B)(6) 2023. The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The engineering logs contained information from (B)(6) 2023 onwards. The phb audit logs were checked from (B)(6) 2023 to (B)(6) 2023. It was observed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. The audit logs showed that on (B)(6) 2023, from 00:20 to 1:11, there were communication errors between pod and controller. The exact cause of communication errors between pod and controller could not be determined. Due to the communication errors, the user was unable to deactivate the pod. The pod was discarded at 1:11 and a new pod was activated at 1:19. Later, the user deactivated the pod at 1:24 and activated a new pod at 1:34. From 2:25 on (B)(6) 2023 to 12:38 on (B)(6) 2023, the egv values were -4 indicating that the pod initially scanned for cgm for 20 minutes, and later stopped scanning as it never found the cgm. The exact cause of the communication errors between the cgm and pod could not be determined. Though there were communication issues between the pod and cgm, the system suggested insulin indicating that the communication issues between pod and cgm did not impact the insulin delivery. The user deactivated the pod on (B)(6) 2023 at 12:38 and activated a new pod on (B)(6) 2023 at 13:33. Inspection of the device files showed no issues that would result in the reported over delivery of insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels dropped to 30 mg/dl and the patient's personal diabetes manager (pdm) was overdelivering insulin. The paramedics were called and the patient was given a liquid glucose and ate a peanut butter and jelly sandwich. The patient did not seek further treatment and the paramedics left when bg's returned to normal range.